Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned follow up. It was discovered that the endurant stent graft left iliac limb had occluded from the flow divider to the left internal iliac artery. The patient had ¿tingling¿ sensation in their toes. The physician elected to perform a femoral to femoral bypass restoring blood flow to the left leg and the patient¿s symptoms were resolved. The physician states that the cause of the event was due to the patient¿s anatomy; left iliac artery tortuosity. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.